Manufacturer narrative:
Result: defective foot lift sensor coil cord.

Event description:
It was reported by service report that the bed was stuck in the upper position. No pt involvement or adverse consequences were reported.